Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer's blood glucose level was unknown. The site of insertion of the sensor cannula was abdomen. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Inspected one opened and used sensor and checked for broken or missing parts and none were found. Sensor passed per specification found whole sensor.